Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9301935. Medical device expiration date: 2020-07-31. Device manufacture date:2019-10-28. Medical device lot #: 9347832. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-12-13. Medical device lot #: 0029248. Medical device expiration date: 2020-10-31. Device manufacture date: 2020-01-29. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had hemolysis (e.g. Blood sample). This event occurred 29 times. The following information was provided by the initial reporter: the customer noticed "citrate tubes not being analyzed due to hemolysis. When comparing this with lithium heparin tubes hemolysis (which were done in the same draw as the citrate tubes) they saw less hemolysis in the lihep tubes."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hemolysis, because the defect was not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had hemolysis (e.g. Blood sample). This event occurred 29 times. The following information was provided by the initial reporter: the customer noticed "citrate tubes not being analyzed due to hemolysis. When comparing this with lithium heparin tubes hemolysis (which were done in the same draw as the citrate tubes) they saw less hemolysis in the lihep tubes."